Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's issues reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection, irritation, and redness at the implant site. The recipient was advised to cease device use. The recipient's magnet strength was reduced. The recipient was prescribed antibiotics (type unknown). Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The company was informed that the recipient's irritation at implant site has resolved. The recipient reportedly resumed device use, and reportedly experienced sound quality issues leading to headache and dizziness. Programming adjustments were made and the recipient's magnet strength was adjusted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.